Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting and nausea as well as an infection on their stomach. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, anti nausea medication and prednisone. The patient was released from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.